Event description:
The patient reportedly experiences shocking sensation and pain when wearing the external equipment. External equipment was exchanged. Programming attempts and volume increase results in the patient's discomfort. The patient reported dizziness and nausea after lock was achieved. A recommendation was made to explant the patient's device. Surgery date will be scheduled.